Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used after a low anterior resection procedure, an unformed staple was found stuck in the plastic washer. There was no pt consequence.